Event description:
A field service engineer (fse) was performing the active exhalation verification test step on the trilogy ev300, when the test had failed on the device. The device was not in patient use. There was no harm or injury reported. The fse placed a service call to the local philips helpdesk for this issue. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A field service engineer (fse) was performing the active exhalation verification test step on the trilogy ev300, when the test had failed on the device. The device was not in patient use. There was no harm or injury reported. The fse placed a service call to the local philips helpdesk for this issue. The fse evaluated and determined the three-way (3-way) solenoid valve and proportional valve had caused the active exhalation verification test step to fail on the trilogy ev300 device. After replacing the parts on the device, the fse powered on the device and the screen displayed a "vent inop" on the device. The fse evaluated and determined the flow sensor was not connected for this device. The fse reconnected the flow sensor to address the "vent inop" issue. The fse performed the final test which completed on the device. The trilogy ev300 device was evaluated by philips service engineer (se). The device evaluation found that the proportional valve and three-way (3-way) solenoid valve had caused the active exhalation test step to fail on the device. The philips se replaced the device's proportional valve and 3-way solenoid valve to address this issue. The philips se re-performed the test step, but it failed again on the device. List what component will be replaced to address the reported issue. The philips se replaced the proportional valve and 3-way solenoid valve again on the device. The philips se stated that replacing the proportional valve and 3-way solenoid valve had corrected the reported issue on the device. The philips se went to power on the device, and it would not power on, and the display screen was black. The philips se recognized the presence of a green light, and the ac power is good. The philips fse found that the device was showing a red "vent inop" screen intermittently on the device. The philips se checked all connections and components were seated. The philips se reloaded the software on this device. The philips se further evaluated and found that the flow sensor was not connected, thus causing the "vent inop" to display on the device. The philips se reconnected the flow sensor to address this issue.